Event description:
It was reported that a patient presented in-clinic with noise noted on both the right ventricular and right atrial lead. No intervention or adverse patient consequences were reported.